Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reported error 240.4150 on lvp8100. Technical support - 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Recommended replace bottle side pressure sensor. Jennifer will replace bottle side pressure sensor. If jennifer still have problem, she will call back. A review of the device history record showed the device had a manufacture date of 10/20/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - technical support - 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Recommended replace bottle side pressure sensor. Jennifer will replace bottle side pressure sensor. If jennifer still have problem, she will call back. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Event description:
It was reported lvp experienced error code 240.4150. There was no patient involvement.

Event description:
It was reported lvp experienced error code 240.4150. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported lvp experienced error code 240.4150. There was no patient involvement.